Event description:
A customer reported that the syringe required too much force to draw and inject fluid and it resulted in a capsular rupture. The event required an unplanned vitrectomy procedure at the end of an otherwise uneventful procedure. The patient's current condition is unknown. Additional information and product sample have been requested.

Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer did not return a sample for evaluation; however, complaints of a similar nature have been received. The root cause of the customer's complaint is a change that occurred during the supplier's manufacturing process. The supplier added another ring to the syringe stopper (grommet) in late 2014 causing this issue of the plunger stopper to feel harder to push. (B)(4).